Manufacturer narrative:
Manufacturer's investigation conclusion: no device-related issues were identified during the evaluation of heartmate 3 lvas, serial number (B)(6). The reported event could not be confirmed as the video showing the bleeding around the apical cuff was not provided. A specific cause for the reported event could not be conclusively determined. (B)(6) was returned assembled with the pump cable severed approximately 5.5¿ from the pump header. The distal portion of the pump cable was returned in one segment measuring approximately 20¿. The modular cable was returned detached from the pump cable inline connector. The sealed outflow graft and sealed outflow graft bend relief were not returned. The cuff lock had been disengaged prior to the pump¿s return for evaluation and the apical cuff was not returned. Upon disassembly of (B)(6), inspection of the pump¿s blood contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. Examination of the cuff lock found no evidence of defect or damage. The locking arms were measured and found to be within manufacturing specifications. The clear o-ring at the base of the inflow cannula was properly seated and showed no evidence of damage or defect. Measurements taken of the o-ring were also within manufacturing specification. The cuff lock and o-ring were reassembled, and several test apical cuffs were connected. The cuff lock engaged with each cuff without issue. Rotating the cuffs within the engaged lock found that the connection did not feel loose. Lubricating the connection with saline and reengaging the lock with each test cuff found that rotating the pump became slightly easier than when the components were dry, but the connection did not feel loose. The cause of the reported blood leak could not be conclusively determined. The lvad event and periodic log files retrieved from the returned device captured events consistent with the implant surgery and appeared to show the device functioning as intended for the duration that it was powered. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The hm3 lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This document also contains information regarding the preparation of the ventricular apex site, including how to affix the apical cuff to the left ventricle. This document further states to ¿ensure that apposition between the myocardial tissue and the cuff felt is continuous and sufficiently forceful to prevent bleeding.¿ additionally, the IFU also states that ¿during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. The heartmate 3 lvas IFU, and the heartmate 3 patient handbook, are currently available. Section 1 of the IFU, ¿introduction¿, lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5 of the IFU, ¿surgical procedures¿ (under ¿preparing the ventricular apex site¿), contains information regarding the preparation of the ventricular apex site, including how to affix the apical cuff to the left ventricle. This section cautions that after the apical cuff has been sewn to the heart, the metal ring on the apical cuff should extend above the felt surface to allow proper engagement and locking with the slide lock of the heartmate 3 lvad. Ensure that apposition between the myocardial tissue and the cuff felt is continuous and sufficiently forceful to prevent bleeding. Furthermore, section 5 of the IFU also states that ¿during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the lvad assembly device history records showed that the cuff lock installed on (B)(6) passed all inspection and testing. The implant kit was shipped on (B)(6) 2021. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: no device-related issues were identified during the evaluation of heartmate 3 lvas, serial number (B)(6). The reported event could not be confirmed as the video showing the bleeding around the apical cuff was not provided. A specific cause for the reported event could not be conclusively determined. (B)(6) was returned assembled with the pump cable severed approximately 5.5¿ from the pump header. The distal portion of the pump cable was returned in one segment measuring approximately 20¿. The modular cable was returned detached from the pump cable inline connector. The sealed outflow graft and sealed outflow graft bend relief were not returned. The cuff lock had been disengaged prior to the pump¿s return for evaluation and the apical cuff was not returned. Upon disassembly of (B)(6), inspection of the pump¿s blood contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. Examination of the cuff lock found no evidence of defect or damage. The locking arms were measured and found to be within manufacturing specifications. The clear o-ring at the base of the inflow cannula was properly seated and showed no evidence of damage or defect. Measurements taken of the o-ring were also within manufacturing specification. The cuff lock and o-ring were reassembled, and several test apical cuffs were connected. The cuff lock engaged with each cuff without issue. Rotating the cuffs within the engaged lock found that the connection did not feel loose. Lubricating the connection with saline and reengaging the lock with each test cuff found that rotating the pump became slightly easier than when the components were dry, but the connection did not feel loose. The cause of the reported blood leak could not be conclusively determined. The lvad event and periodic log files retrieved from the returned device captured events consistent with the implant surgery and appeared to show the device functioning as intended for the duration that it was powered. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The hm3 lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This document also contains information regarding the preparation of the ventricular apex site, including how to affix the apical cuff to the left ventricle. This document further states to ¿ensure that apposition between the myocardial tissue and the cuff felt is continuous and sufficiently forceful to prevent bleeding.¿ additionally, the IFU also states that ¿during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that during implant there was an issue identified as continual bleeding around the cannula despite cuff lock engaged. Additionally, there was continued bleeding despite waiting for coagulation, it did not occur. The heartmate 3 was engaged in a lateral thoracotomy position with no issues. Once the pump was started at 3000 small amount of bleeding noticed around the apical cuff. The initial bypass time was 10 minutes, although we had to go back on by pass to remove the pump and place the apical holder to access bleeding. At this time additional pledgets were added and a purse string of felt strips to provide an additional hemostatic seal. Pump reattached and small amount of oozing continued which appeared to come from between the pump and the apical cuff. The pump was removed and apical holder was placed, there was no bleeding seen. After additional pledgets and repositioning was made a difficult decision was made to replace the pump. The new pump was inserted without difficulty the bleeding was corrected.